Event description:
It was reported that during intra-aortic balloon (iab) therapy, large amounts of blood were seen in the helium tubing and all the way backed up to the cardiosave intra-aortic balloon pump (iabp). The iabp alarmed with ¿gas loss¿ at the time of the event. The patient was stable at this time. They were preparing the patient for iab removal and the physician was at the bedside. The customer was unsure at this point if the iab would be replaced. There was no patient harm or adverse event reported. This report is for the iab involved in the event. A separate report will be submitted for the cardiosave iabp.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. The returned maquet sheath was over the catheter. The three-way stopcock, extender tubing and pressure tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 0.51cm from the rear seal measuring 0.005cm in length. The reported problems were most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated field(s): b1, b2, b5, h1, h6. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, large amounts of blood were seen in the helium tubing and all the way backed up to the cardiosave intra-aortic balloon pump (iabp). The iabp alarmed with ¿gas loss¿ at the time of the event. It was noted that the patient was intubated and sedated and not moving at the time of the alarm and backflow of blood. The patient was stable at this time. They were preparing the patient for iab removal and the physician was at the bedside. The patient was taken back down to the cath lab for insertion of a new iab. It was later reported that the patient had expired.

Manufacturer narrative:
Update to the device evaluation. Upon further investigation, the engineers found that the rear seal leak was caused by plaque abrasion. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. The returned maquet sheath was over the catheter. The three-way stopcock, extender tubing and pressure tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 0.51cm from the rear seal measuring 0.005cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.